Event description:
It was reported that there was an issue with the patient programmer. The patient was not able to make adjustment both with or without antenna attached. The patient needed to increase her stimulation. The programmer was showing a warning screen. The patient was seeing the poor communication screen on the programmer. The patient had a new set of batteries in the programmer. The patient was seeing poor communication with the programmer and without the programmer. It was later reported that the patient was not able to sync patient programmer with implantable neurostimulator (ins) and not able to 'get the lightning bolt'. The patient saw the warning screen and a circle with arrows-that symbol looks like the top blue button on patient programmer. The patient used patient programmer on the call and got poor communication screen. The patient confirmed the antenna was plugged in and was over the ins. The patient repositioned the antenna a few times and was not able to connect. The patient had brand new regular alkaline batteries. She tried another set of batteries on the call, the issue was not resolved. The patient received the replacement yesterday and since yesterday had not been able to connect to ins using her new patient programmer. The patient wanted to turn stim up a little. The patient still felt stimulation. On the call the patient tried using patient programmer with and without the antenna. Issue was not resolved. It was confirmed the new patient programmer worked when it was shipped out of the facility. The serial number for the new patient programmer (B)(4). The patient stated she was using the new patient programmer and she already shipped the old one back. If additional information is received, a follow up report will be sent. Analysis of the returned programmer showed antenna jack, cracked solder joint. The antenna jack was resoldered.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0bwa1, implanted: (B)(6) 2013, product type: lead. (B)(4).